Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).  Device evaluated by MFR:  the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged on the distal end. The balloon was tightly wrapped and was not subjected to positive pressure. No damage was noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-may-2016 it was reported that crossing difficulties were encountered. The 80% stenosed, 30mmx2.5mm target lesion was located in the severely tortuous and severely calcified left main (lm) artery. A 2.50x32mm promus element¿ plus drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.